Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms, caused by a backed out mechanism screw. The screw caused separation between the front case and the mechanism sub-assembly, resulting in excessive force needed to close the door. The front case assembly and mechanism screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.